Event description:
It was reported that during preparation for a stenting procedure in the left main artery, the liberte monorail coronary stent was found to be curved. The stent was never used on the patient, and there were no complications. Another device was used to finish the procedure. Patient status was reported as 'okay.'

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the cause of this event. A review of the manufacturing record for batch 8002803 shows that the device met its material, assembly and product specifications at the time of its release to distribution. This date has no associated complaints to date.